Event description:
In 2007, it was reported to boston scientific corp that a sphincterotomy to gain access to the common bile duct using an autotome rx sphincterotome was performed (male pt, weight unk). According to the complainant, during the procedure, the physician noted that the "cut wire of the sphincterotome was not elevating sufficiently when the handle was pulled back." The physician successfully completed the sphincterotomy with this device; however, upon withdrawal of the device, the physician noticed that the "cut wire had snapped at the distal end on the sphincterotome." At the conclusion of the procedure, the pt's condition was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A search of the complaint database revealed one additional complaint for the same lot has been reported (different customer, different failure mode. Orientation, split tip. The october 2007 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.